Event description:
It was reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the emergency neurovascular treatment, and the procedure was completed without delay by using the wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the dual fluoro pedal on the wired footswitch was not working. Upon troubleshooting, fse confirmed the mechanical problem with the far-right pedal on the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and found a missing anti-slip, corrosion, or paint damage, and the cable feels very stiff/dried out. To resolve the issue, fse replaced the wired footswitch, and the system was returned to good working condition. The codes were updated based on the investigation outcome.